Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro laa closure device and delivery system (wds) was selected to be used. The procedure started using a 31mm closure device, but there were proximal pectinates uncovered. The physician went with a 35mm closure device and had to recapture it three (3) times until it met position, anchor, size and seal (pass) criteria. Five minutes after release the physician noticed that the closure device came up on the limbus side and was barely in the appendage. The physician got groin access and transeptal puncture again. The physician used a non-boston scientific (bsc) micra clip sheath and grasping device and percutaneously removed the closure device from the patient. A non-bsc closure device was then implanted. The patient was discharged on (B)(6) 2025 and there were no patient complications.